Event description:
A customer called lfs in 2002 alleging that their sure step meter was giving error messages. The customer could not remember the first error message they saw, but did state that it caused them to have to go to the hospital. The second issue was regarding error 1 message that happened three weeks ago and caused them to be hospitalized. The test strip was inserted more than two minutes after applying the blood. After walking through a test with the ccr, did not get the error 1 message. Unable to contact the customer to obtain more information. Attempted calling twice. No answer. Also sending letter.